Event description:
It was reported that four (4) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. The leaks were discovered at the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address and city: (B)(6).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The returned lot 60291034 was manufactured between april 13, 2021 to april 14, 2021. H10: the customer returned three (3) samples with lot 60291034 for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon testing a leak was observed at the spike port bonding area of all samples. The reported condition was verified. The cause of the condition was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted for received lot 60291034 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.